Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the pulse generator had random characters presented in the lead data, physician data and other fields under the patient information icon. All the data was cleared and reentered thus removing the random characters. There were no adverse consequences to the patient.